Event description:
The customer's mother reported on (B)(6) 2014 at 7:00 am her son activated a new pod and his blood glucose reached 415 mg/dl less than 4 hours after the pod was activated. She also stated that she may have given him a manual injection of insulin (exact dosage was not provided) but was not sure. The cannula was bent but she feels like it was due to the pod being wrapped up in the adhesive.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.